Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a poor-quality image (noise occurred). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lens window is scratched, and light guide of the distal end bundle was broken. A root cause could not be identified in the customer allegation. Based on the results of the investigation, it is likely with the additional malfunctions causes are component failure of objective lens window and component failure of distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was identified during a pre-use inspection, before an unspecified therapeutic procedure.